Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a system interconnect flex cable that was not properly seated. The cable will be replaced to correct the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.